Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event/therapy date was sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of a homechoice cassette. The particulate matter was further described as black spots that were noted upon inspection, before use. The patient reported that the particulate matter was either inside the fluid path of the tube, or embedded in the plastic of the tube. The patient did not use this cassette for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.